Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to have a fracture as the pacing impedance had increased and oversensing indicated to be short v-v intervals were observed. Noise was also noted on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.